Manufacturer narrative:
A ge service representative performed an onsite investigation. The cmos/bios settings were evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.